Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was acting up and the issue began a little while ago. Patient stated the controller would not register the implant, the controller went very slow, and the controller said it could not find the equipment. Patient said the controller also took a long time to charge the implant. Patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient put the battery back in and confirmed controller was flashing green. Patient unlocked the controller and reported the battery levels were 50% and 90%. Patient said the controller is rattling. Pt stated they do not know how long the issue is going on for. Patient said the recharger was getting really hot, when asked, they said a while ago and unsure when it started. The issue was not resolved. An email was sent to the repair department to replace the controller and recharger. Patient mentioned they have arthritis. Hcp is dr (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, lot# serial# (B)(6) was returned for product analysis. Analysis found the recharger never got hot after running for 10 minutes. Also, there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.